Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The ge representative also found the ups needed to be replaced and provided the customer with a repair quote. No conclusion can be drawn as further repair info is unavailable.